Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: suction irrigator started smoking during case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be fluid ingress. Gtin: (B)(4).

Event description:
It was reported that the suction irrigator started smoking. Procedure was completed successfully with no adverse consequences.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the suction irrigator started smoking. Procedure was completed successfully with no adverse consequences.